Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glocuse level was ¿high¿, although a specific value was not given. Customer had not addressed their bg at the time of troubleshooting, but mentioned they would visit an urgent care center for assistance. The customer declined to provide additional information regarding the issue. A replacement pump was sent to the customer to resolve the issue.